Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared as the buttons were not responding. No significant events leading to the alarm. Blood glucose value at the time is unknown; most recent reading was 92 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. Customer's mother declined getting the device replaced as they already had a backup insulin pump.